Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed the idle current measurement test, run current measurement test, self test, off no power test, a21 error test and displacement test. Motor error alarm during the basic occlusion test and unable to prime during the prime/a33 test due to faulty fsr (gold). Unable to perform occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed. The test minilink transmitter with the glucose sensor simulator and the test bg meter communicates properly to the pump. No unexpected suspend anomaly noted during testing.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 138 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The sensor was reading ok then at lunch the sensor said 83mg/dl but he did not check his blood glucose. He ate a small pizza and then the sensor glucose began to drop to 52 mg/dl. He tested after he ate and his blood glucose was 138 mg/dl. Then his sensor glucose was 102 mg/dl and rising but blood glucose was 171 mg/dl. Troubleshoot was performed and the customer stated that insulin delivery was suspended due to sensor glucose values and sensor glucose value that triggered the suspend event was 60 mg/dl and threshold/low suspend limit in sensor settings was 60 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor and insulin pump will not be returned for analysis.